Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that after the patient went swimming with the pump, there was moisture visible inside the display. There was reportedly no visible damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/13/2015 with the following findings: the pump powered on to a clear, legible display. Leak testing revealed a crack in the pump casing at the top right corner of the display. The pump was opened and there was evidence of moisture on multiple internal pump components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).